Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) results in the risk stratification range for three pts. The results were generated on a unicel dxc 600i synchron access clinical system. The initial erroneously elevated results were reported outside the laboratory. The customer re-aliquoted and re-centrifuged the samples prior to rerunning them and the results were within the reference range. A corrected report was sent out of the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) went on site to investigation the event. The fse inspected the instrument and found that the mixer pulley for dispense probe #3 had all but seized and had spread metal filings through the analytical unit. Examination of past quality control (qc), precision checks, calibrations and system checks showed that intermittent problems had been occurring prior to the generation of the false positive results. The fse repaired the instrument and performed a precision run which showed good precision. This is two of two separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-02902, 02938 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.